Event description:
As per maude event report: (B)(4) "volun (B)(6) 2013: after years of pain, pain medication, injections "synvisc" exploratory surgery of right knee, I was advised that a total knee replacement was a better option. So performed on a (B)(6) 2010. After rehab pain did not subside. Got second opinions (2) which did not help in addressing the pain issue. In fact pain is worsening to the point of lose control, in evening pain (one sharp, one dull) is getting worse. The left knee was in similar condition but I had only the right knee done. My question: the total knee replacement was bad advice, the pain increased to where I can't sleep, use a cane, lose control, why the tkr? The doctor (in my opinion) did not level with me before the operation. Showing me a model only after the fact. I can't neither kneel nor squat, which he told me I would be able to do "eventually". Omissions and "vacquess" permeated. A radiologist report of a (B)(6) 2010, finds among other "there is a moderate to large joint effusion remaining but no evidence of fracture dislocation or hardware loosening" no follow up.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker scorpio knee system. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted: cat. No.: 72-25-1110, scorpio-flex ps x3 tib insert, lot code: mhetv4. Cat. No.: 7115-0011, series 7000 standard tibia, lot code: mhlwxx. Cat. No.: 73-20-0110, scorpio m-dome x3 patella, lot code: 993k. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mar003. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
As per maude event report: (B)(4) "volun 26-dec-2013: after years of pain, pain medication, injections "synvisc" exploratory surgery of right knee, I was advised that a total knee replacement was a better option. So performed on a (B)(6) 2010; (see operative report)" attached. After rehab pain did not subside. Got second opinions (2) which did not help in addressing the pain issue. In fact pain is worsening to the point of lose control, in evening pain (one sharp, one dull) is getting worse. The left knee was in similar condition but I had only the right knee done. My question: the total knee replacement was bad advice, the pain increased to where I can't sleep, use a cane, lose control, why the tkr? The doctor (in my opinion) did not level with me before the operation. Showing me a model only after the fact. I can neither knee nor squat, which he told me I would be able to do "eventually." Omissions and "vacquess" permeated. A radiologist report of a (B)(6) 2010, finds among other "there is a moderate to large joint effusion remaining but no evidence of fracture dislocation or hardware loosening" no follow up.